Event description:
The clinician reports that the day the implant was placed in the patient's mouth, failure occurred upon insertion. Nerve encroachment. The device was forwarded to the manufacturer. At the event the patient experienced: mobility and numbness. No further patient complications were reported.